Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, the patient underwent: l4-5 and l5-s1 minimally invasive tlif. Posterolateral arthrodesis with right sided facet fusion, l4-5 and l5-s1. Segmental pedicle screw instrumentation, l4 to s1. Use of allograft, autograft and bmp for fusion. Interbody arthrodesis, l4-5 and l5-s1. Use of intraoperative c arm fluoroscopy as well as the operative microscope. Preoperative diagnosis: l4-5 and l5-s1 lumbar spondylosis with full back and bilateral lower extremity pain. Per op notes: ¿after all 6 guidewires had been placed; I then performed the facet fusion on the right side. For this, I drilled out the facet and packed it with conduit graft material and a small portion of bmp sponge. The same procedure was repeated on the right side at l5-s1. Next, I placed the right pedicle screws over each guidewires¿.. I then serially dilated and then sized and determined an 11x27 mm cage would appropriately fit the l5-s1 disc space. The cage was opened and packed with bone graft and small portion of bmp sponge. This disc space itself was irrigated copiously with bacitracin irrigation. I then placed a small piece of bmp sponge and some more bone graft before tapping and placing the cage into the position¿again after performing complete discectomy, I packed the anterior disc space with the bone graft making sure a small piece of bmp sponge, more bone graft and then tapped the cage into the position.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.